Event description:
It was reported that during an initial fixation procedure, the anchor fractured when it was being implanted. There was a ten (10) minute surgical delay to retrieve a second device. No patient impact or adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) g2: foreign: germany customer has indicated that the product will not be returned for evaluation as it has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual examination of the provided pictures identified that the anchor is fractured at the tip of the inserter and the broken off top half is not seen. The inserter is also bent. As no product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.